Manufacturer narrative:
(B)(4).. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a leak was found on a turbo-ject® double lumen over-the-wire power-injectable PICC at the proximal tip after connection to the pump. A new PICC line was necessary; therefore, implantation of the new line was completed which resulted in an extension of their hospital stay.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation; a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the catheter is ¾ separated from the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU states: pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. A potential contributing factor that could lead to a failure modes similar to this are from excessive manipulation of the tubing. This failure mode has been escalated per internal processes. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.